Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, when the issue occurred, the system was in clinical use, but no further information was not provided by the customer. The hospital had power shut down and after that, the system had an exposure issue when the user used it the following morning. During this time, the user performed a cold restart which regained the system functionality and then completed the procedure as planned. Since the issue was resolved, the customer did not request onsite service, and no work was performed by the philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after the system restarted and the procedure was completed using the same system. Therefore, this complaint has been re-evaluated as not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.